Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a hemicolectomy procedure, the tissue pad of the of the ultrasonic surgical device fell off into the patient¿s colon. The piece was retrieved with forceps and the procedure was completed with a backup device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields- d8, d9, h2, h3, h6 and h11. Correction: b5. The device was returned to olympus and the reported failure was confirmed. On visual inspection, the resin of the gripping section had melted and detached. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely that the malfunction was due to the following mechanism: 1. Excessive temperature rise at the tip of the treatment unit due to repeated dry firing. 2. Melting of the resin due to the pad holder cover exceeding its melting point. 3. Detachment caused by some external force (such as the force applied when lifting an organ) while the pad holder cover was melted. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Follow-up information received that the peak resin on the back of the probe is the tissue pad that fell off.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental emdr is being submitted to provide corrected coding. Updated fields-h6. If additional information becomes available an emdr supplement will be submitted.